Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the procedure was cancelled.

Manufacturer narrative:
Alleged failure: "proposed procedure was not performed due to pinpoint not working" no image procedure went ahead but without sentinel lymph node. Yes incision was already made." Probable root cause/s: reported failure mode was confirmed, vpi was initially unable to establish video connection with pinpoint camera and required several attempts to reseat the camera cable plug before video connection was restored. Probable root is likely due to a damaged camera connector socket. Top left corner of pin bracket was damaged and was likely blocking electrical contact to at least two pins. Camera connector socket pcb subassembly will need to be replaced as part of repairs. The device was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was cancelled.